Event description:
On april 24, 2006, a control file error with respect to the rapidscreen rs-2000d and rs-digital device was discovered during a clinical study being conducted for a PMA supplemental submission. The control file error results in sensitivity and specificity that differ from the PMA-approved product specifications for the device. Specifically, the product that was placed into commercial distribution has a sensitivity of 57% and a specificity of 3.97 (false positives per image), which differs from the FDA-approved product, which has a sensitivity of 63.3% and a specificity of 5.0. Thus, there is a difference of 6.3% in sensitivity and of 1.03 in specificity.